Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon was implanted (B)(6) 2023. During the scheduled removal on (B)(6) 2024, the balloon was found to be deflated in the patient's stomach. The balloon was removed successfully. No patient complications were reported as a result of this event.